Event description:
Affiliate reported cracking at the eds2 luer lock. Customer reported risk of infection.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.